Event description:
The baxter field service technician serviced a colleague infusion pump for a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was defective main batteries. The main batteries and harness have been replaced. Has been provided with na (not applicable). The user interface module master software version is 5.08.92, categorized as remediated. A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device has been evaluated onsite. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being report because the device involved is the same as or similar to product distributed within the u.s. This MDR was submitted on (B)(6) 2010; however, due to a failure to receive acknowledgements, this MDR is being resubmitted on (B)(6) 2010.